Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported approximately 2 years post the index procedure, the patient presented emergently. CT identified a very large expanding aneurysm sac and the physician observed complete separation of suprarenal stent from stent graft fabric, the suprarenal stent remind in original position at the renals. The bifurcated device was approx. 20mm below in the aneurysm sac (observed again during the reintervention procedure), planned reintervention took place on 15-jul-2026. Angioplasty to both femoral/iliac arteries was performed with tube graft deployed below renal arteries and within the original bifurcated stent graft just above flow divider. An additional non medtronic graft was placed inside this with the distal end sitting at the level of the flow divider. The aneurysm sac was embolized with approx 25 non medtronic embolization coils. Ballooning to the aorta performed using a non medtronic moulding balloon at the renals and along the body of the graft. The patient was transferred to ICU post procedure with the event reported as resolved post relining. Per the physician the cause was suture failure on main body device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.